Manufacturer narrative:
Upon further review, this report has been discovered as a duplicate of report with patient identifier (B)(6). As such, this will be the final report under this number, and all future reporting for this incident will be capture under report with patient identifier (B)(6).

Event description:
The customer reported that his olympus high flow insufflation unit¿s display was not coming on and the device¿s alarm system was sounding. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty printed circuit board was discovered and caused the reported display failure as well as the device alarm. Additionally, during the evaluation, the unit was displaying an e03 error code. If additional information becomes available following the device evaluation, a supplemental report will be filed.